Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the revision surgery on (B)(6) 2021. This pc reports about the event in the revision surgery. It was reported that on (B)(6) 1994, the primary surgery was performed with the head, liner and lock ring in question. On (B)(6) 2021, the patient underwent the revision surgery due to unknown reason. During the surgery, the surgeon successfully removed the head and liner and tried to insert new ones, but the originally implanted lock ring was broken during removal. Thus, the surgeon prepared a new lock ring. The broken lock ring was removed, a new one was inserted, and then a liner was inserted. However, when the surgeon checked after the injection, the liner was not fixed, so the surgeon injected it again. It was checked again, but the liner was not fixed so it was removed. Because the protruding part of the lock ring could not be confirmed, the surgeon suspected that the lock ring was not functioning. The surgeon tried to remove the lock ring, but it got stuck in the cup groove and he had difficulty in removing it, so it took him more than 30 minutes to remove it. The surgeon pointed out that the shape of the removed lock ring was different from that of the new lock ring. The surgeon prepared a new lock ring again and also placed a liner, but it could not be fixed. Finally, the liner was fixed with cement. The operation was prolonged by 100 min than planned. The surgeon commented that in some cases, the patient may undergo reoperation to replace the cup. No further information available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: update 2-feb-2022, the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible, because the required lot number was not provided. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: there is no known allegation against this product code/lot number combination. A complaint database search and/or device manufacturing (DHR) review will not be performed. It is not possible, to identify related reports or identify related issues within a DHR, when there is no known product allegation or adverse patient issue identified.